Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not flow during patient infusion. It was further reported that the infusor was completely full (not emptied) after being connected to the patient's central venous catheter for one week. The device had been filled with unspecified medication. There was no report of patient injury or medical intervention associated with this event. No additional information is available.